Event description:
It was reported the patient thought their body was rejecting the device. The patient was sore all the time and had ¿a lot¿ of pain around the implant location. There was ¿constant¿ pain when they were sitting down and it was painful to touch. The patient also experienced nausea and chills, but no fever. It was noted the patient did already have autoimmune issues. The symptoms started about five weeks prior. The patient¿s doctor prescribed antibiotics for one week and the patient was doing ¿okay¿ for a couple of days. Then the patient started having pain and chills again. Those have been present for two weeks. There was no swelling or redness around the implant site and the patient was hoping they just had the flu. It was indicated the device was working well. It was helping ¿so much¿ with their bladder symptoms and there was no pressure. It was indicated there was a ¿part where they would rub over¿ the device and that¿s where they ¿fixed it.¿ it was unclear what this referred to. Information received a little more than a week later indicated the cause of the event was that the patient was having pain and discomfort at the device site. No abnormal impedances were noted. A revision was scheduled for (B)(6) 2014 where the device would ¿likely¿ be replaced. No hospitalization was required and the patient outcome at the time was no injury. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead. (B)(4).